Manufacturer narrative:
The glucose hk gen.3 reagent lot number was 882312. The cholesterol gen.2 reagent lot number was 934751. The triglycerides reagent lot number was 926142. The ldl-cholesterol gen.3 reagent lot number was 903949. The glucose hk gen.3, cholesterol gen.2, triglycerides, and ldl-cholesterol gen.3 reagents' expiration dates were not provided. The qc was acceptable. The provided data showed abnormal aspiration alarms in the sample pipette. The field service engineer did a performance check and identified a problem with the cell rinse. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay, cholesterol gen.2 assay, and triglycerides assay, and 1 patient sample tested with glucose hk gen.3 assay and ldl-cholesterol gen.3 assay on a cobas c 503 analytical unit. Sample 1: glucose: initial result: 332 mg/dl. Repeat result: 11.40 mg/dl. Cholesterol: initial result: 246 mg/dl. Repeat result: 102 mg/dl. Triglycerides: initial result: 399 mg/dl. Repeat result: 70 mg/dl. Sample 2: glucose: initial result: 84.90 mg/dl. Repeat result: 2.26 mg/dl. Ldl-cholesterol: initial result: 166 mg/dl. Repeat result: 27.60 mg/dl. The initial elevated results prompted the repeat of the samples. The results with the elevated values were deemed to be acceptable.